Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 17-mar-2015, part #: 338.20, lot#: 7918942 (non-sterile) - dhs/dcs coupling screw. Lot was release to the warehouse on 17-mar-2015. Ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records will be requested based upon the provided lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip system (dhs) coupling screw broke into two (2) pieces while being used to insert a lag screw during a surgical procedure on (B)(6) 2016. The threaded portion of the instrument was left in the screw inside the patient. The procedure was completed with no reported surgical delay. At this time, no plans have been made to schedule a revision for removal of the fragment. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken; fragment (approximately 7mm) was not returned. No definitive root cause was able to be determined; however the failure mode is typically associated with the application of off-axis loading. The dhs/dcs coupling screw (338.20) is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws, per the technique guide. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken; fragment (approximately 7mm) was not returned. No definitive root cause was able to be determined; however the failure mode is typically associated with the application of off-axis loading. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.